Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Product coming back but not yet received. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this event in which associated manufacturer report numbers is 9616099-2015-00556.

Event description:
Two supertorque catheters did not have the yellow radiopaque tip and they looked like they are cut. They showed an incomplete ending curve. The procedure was completed by replacing the catheter with a new one. No consequence to the patient was reported. The products will be returned for analysis. Pictures have been received.

Manufacturer narrative:
Complaint conclusion: as reported, two supertorque catheters did not have the yellow radiopaque tip and they looked like they are cut. They showed an incomplete ending curve. The procedure was completed by replacing the catheters with a new one. No patient consequence was reported. Attempts to gather further information were unsuccessful. The products were not returned for analysis. Review of lot 16025932 revealed no anomalies during the manufacturing and inspection processes. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.